Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias5-120lp port was being used during a lap gall bladder removal on (B)(6) 2020 when the device broke during surgery. The reporter stated that the patient was large in size and the user was using force to make entry with the device when the break occurred. There was no fragmentation that went into the patient; therefore, there was nothing to retrieved from inside the patient. The procedure was completed as planned. There was no report of injury to the patient, no medical intervention and no hospitalization due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 19 complaints, regarding 19 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: failure to properly follow the instructions for use can lead to serious surgical consequences. Precautions: use extreme caution during airseal access port insertion. Improper use of this product can results in life-threatening injury to internal organs and vessels. This issue will continue to be monitored through the complaint system to assure patient safety.